Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. As stated previously the reported event was not confirmed during the evaluation step of the complaint process. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A review of similar complaints both at the specific facility and in general was performed with one similar complaints identified. This will continue to be trended. A review of the instruction manual was performed and it was confirmed the instruction manual gives instruction for proper handling including drying of electric contacts of the product. This may prevent the b30 discrepancy that was observed. Make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope.wet equipment could cause the image to flicker or disappear. A review of the DHR was performed and there were no issues found within the record associated to the reported event. A root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. Since the reported complaint could not been reproduced during the evaluation step of the complaint process, the most likely causes was that there was no abnormality in the device concerned but instead there was a problem on the scope side, or that a temporary contact failure occurred because the user connected to the video connector receiver without drying the video connector sufficiently. If there were a contact failure on the electrical contact point of the connector, the communication of the scope and the video processor would not execute correctly, which could then possibility produce a b30 error (scope communication error).

Manufacturer narrative:
The referenced unit video system was returned to the service center. The evaluation was unable to confirm the b30 scope communication error as the system was fully functional and was in standard specification. The system was returned to the customer. The system was purchased on (B)(6) 2017 and was last serviced via repair on (B)(6) 2019. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, the visera elite video system center had communication error code b30 come up with multiple scopes. No patient injury or harm was reported.